Manufacturer narrative:
G3: information added. H3, h6: one 4.5 footprint ultra pk suture anchor product used for treatment but was not returned for evaluation. Due to unavailability, evaluation was limited. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument or package. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation required.

Event description:
It was reported that during knee procedure, the footprint anchor broke upon insertion into tibia. The broken piece was retrieved by forceps. A backup device was available to complete the procedure with no delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.